Manufacturer narrative:
Internal file number - (B)(4). Correction: date of event updated from estimated (B)(6) 2019 to actual (B)(6) 2018. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal sheath was bent or entrapped within the vessel causing restriction between the shaft lumens, preventing stent deployment, and resulting in difficulty rotating the thumbwheel; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: it was confirmed that the stent implant only partially deployed. Three omnilink stents were implanted to successfully complete the procedure. The patient was discharged and is well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The customer reported the device will not be returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 7.0x100mm (135cm) absolute pro self-expanding stent system (sess) was advanced to an unspecified lesion, and while attempting to release the stent, the thumbwheel became stuck not allowing the stent implant to completely deploy. The device and stent were removed from the patient. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.